Manufacturer narrative:
This product is manufactured in the u.s. But is not marketed in the u.s. Device evaluated by manufacturer: no, lens implanted. (B)(4).

Event description:
The reporter indicated the surgeon implanted a 13.7mm vticmo13.7 implantable collamer lens, -12.5/+3.0/082 diopter, in the patient's right eye (od) on (B)(6) 2016. The lens was reported as having a refracdtive surprise. The lens remains implanted.

Manufacturer narrative:
(B)(4).